Event description:
Underdelivery reported. The pump was in homecare use infusing 1000ml of a tpn/lipids solution at unspecified settings. At the expected end delivery time, the pump display indicated delivery of 800ml, the expected delivered amount was 1000ml, however, only approximately 300ml was gone from the bag. There were no adverse effects to the pt.

Manufacturer narrative:
A review of the pump's history log did not find a tpn program with a container of 1000ml as was reported by the customer. However, on 12/3/1997 at 2:23 p.m. The pump was programmed with a tpn program of 2000ml to be infused over 12 hours with a 1-hour taper-up and taper-down. The pump was not programmed with a tpn program after that date. An infusion test using the customer's reported parameters ran within specifications. The expected amount was 1000ml and the measured amount was 994.4%. The percent of error was -0.55%.